Event description:
It was reported that the patient experienced pain at the pocket site. It was also noted that the implantable pulse generator (ipg) had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.